Event description:
Caller tested 2.4 inr on the coaguchek xs system while a comparison lab returned as 1.9 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Per the clinic, the patient experienced healing problems, resulting in a decision to explant the device. The device was explanted on (B)(6) 2010 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.